Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported that the ins was hurting when she would walk and currently it was hurting all the time. She stated she did see her healthcare provider nurse because she thought it was swollen and they stated no it was normal. The patient was also told that the device was implanted on the left side of the hip. The patient was took pain pills. She indicated that she had a scheduled appointment on (B)(6) 2018 but hopefully could see the hcp sooner. Additional information reported on 2018-sep-18 indicated that patient was still having post implant pocket pain. A revision was performed where that doctor the opened pocket and removed the (ins). He then reinserted it more "cephelad" and a bit deeper. He also tacked the header down with a suture through the header to prevent the ins from tipping outward. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had surgery on (B)(6) -2018 to reposition the battery back to resolve the reported issue of pain.